Event description:
It was reported that the pace/sense portion of the lead was capped and replaced due to increased capture threshold and decreased pacing impedance. The defig portion remains active. The patient was in good condition after the event.